Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery. According to the reporter: while removing the blood removal tube from left femoral vein, heavy bleeding was observed and the surgeon had to operate the device without seeing the needle. At around 3rd stitch, the needle was broken. The surgeon took an x-ray and confirmed the broken tip near the left femoral vein. About an hour and a half later (abound 15:00 pm), the broken tip was confirmed in the right atrium. At the same evening, the broken tip was not detected in the right atrium. It was possible the tip moved to the lung or other through the pulmonary artery. The clinical sample will not be returned since it was submitted to the police. The possible lot is d2k0045x or d2f0699x (d2k0045x is more possible). There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated issue loss.